Manufacturer narrative:
The device was returned for analysis. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A cine review was performed. The media confirmed the reported entrapment but was unable to determine a cause. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported entrapment cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible the foot and suture were entangled. This may have occurred during foot closure or harvesting. In this condition, the device would be held in place as the suture would be looped through the vessel wall. Manipulation or twisting with the foot closed may also exasperate the condition. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3 - date of event: updated from (B)(6) 2023 to (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a transfemoral cerebral angiography interventional procedure using a 6f sheath. Reportedly, after suture deployment, the device was unable to be removed from the patient. Surgical intervention was used to remove the device and achieve hemostasis. A clinically significant delay in the procedure was reported as result of the surgical intervention. No additional information was provided.